Manufacturer narrative:
The customer reported that the patient experienced a postoperative infection after surgery with the system. The company service representative examined the system but was unable to find any issue with the system. The system was then tested and met all product specifications. The system was manufactured on october 26, 2009. Based on qa assessment, the product met specifications at the time of release. The constellation is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the constellation caused or contributed to this infection. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that after a procedure the patient presented with an infection. Additional information has been requested, but none has been received to date.